Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer stating that the consumer experienced red eye, sensitive to light, and eye pain in the right eye. Upon consulting an ophthalmologist, the consumer was diagnosed with acanthamoeba keratitis, a very serious and painful eye infection. The consumer was prescribed with ofloxacin 0.3 % ophthalmic solution, chlorhexidine drops and polyhexamethylene biguanide eye drops. The current status for consumer¿s eye is symptoms continuing at the time of this report. Additional information has been requested but not yet received.